Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the remote monitor will not power up after trying multiple outlets and ensuring proper connection. The monitor has worked in the past. It was further reported that the power cord does not fit in the monitor. A new power cord is being sent. No patient complications have been reported as a result of this event.